Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 3 and 15 read as open circuits, consistent with the reported event. Electrode ring 15 was displaced and conductor wire 15 was fractured proximal to the weld joint on the electrode ring and exposed the conductor wire, consistent with the open circuit detected. Further investigation revealed conductor wire 3 had been fractured proximal to the weld joint on the electrode ring, consistent with the open circuit detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and fractured conductor wires remains unknown.

Event description:
Analysis revealed a fracture in the catheter.